Event description:
A surgeon reported that during a procedure, hypotony occurred because air was not supplied during fluid/air exchange. The case was completed after exchanging the pak for another one. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).